Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the rear response button 3.3v trace being damaged near the switch. The root cause of the damaged trace was physical abuse. There was no adverse event that resulted from the damaged monitor.